Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was received for evaluation. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the bad latch lock was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was cassette not attached error. Event occurred during testing, there was no patient involvement.